Manufacturer narrative:
B5: this issue occurred on an unspecified quantity of homechoice cassettes (reported as one on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in an unspecified line of a homechoice cassettes without an alarm. The event was described as "wit ill prime fine then at the end of prime the bag and lines fill with air, and twice the patient has had an air infusion before they caught it." This occurred after prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.